Event description:
Pt underwent procedure to have vena cava filter placed for thrombus. Braun vena tech vena cava filter placed in the infrarenal inferior vena cava. Successful deployment confirmed by CT of abdomen and pelvis the same day. Three days later in the evening , pt began to be short of breath, portable chest x-ray showed ivc filter to have migrated into the heart. Pt expired at 00:01 the next day autopsy being done.